Event description:
A malfunction was reported on the customer's pump, specifically displaying malf 12. There was no adverse impact on the customer's blood glucose level. The customer was unable to reset the pump immediately due to the absence of a charging cable and was advised to call back when a cable is available for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.